Manufacturer narrative:
Devices are not expected to be returned for the manufacturer review/investigation. The device history record was reviewed and met all material specifications with no deviation identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a mtp fusion surgical procedure on (B)(6) 2019 that utilized paragon 28 jaws nitinol staple system. The 18 x 18mm straight staple assembly was reported to have broken 6 weeks post-operatively. The patient was non-weight bearing and followed the surgeon's post-operative instruction. The surgeon reported that the patient's cast is pristine and that the disuse osteopenia confirms adherence to non-weight bearing instructions. There was no revision surgery reported for this event.